Manufacturer narrative:
Additional information: g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the instrument was partially applied with staples remaining. Further inspection of the stapler noted damage to the distal end of the plastic track and the staples were also observed to be jammed. The front of the staple track was observed to be separating from the body of the device. Functional testing found that the jammed staples were removed and the device was fired on test media. The damage to the distal end of the staple track caused the staples to become stuck in the device while attached to the test media. It was reported that the tissue hang-up. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur if the device is excessive force is applied during application. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: squeeze the trigger completely and release. Failure to completely squeeze the trigger may result in incomplete staple formation and insufficient wound approximation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the stapling of the laceration to the back of the head, the skin stapler malfunctioned and got stuck to the patient while attached to the staple. After much adjustment and when lidocaine was used to numb the patient, the surgeons were able to get the stapler removed from the head. The damaged skin staples were removed. The first stapler misfired at staple number four. A second stapler also had the same malfunction on staple number seven. Another skin stapler was used to complete the case.

Manufacturer narrative:
D10 - concomitant product: 8886803512, 8886803512 appose ulc 35 reg skin stap, (lot# j4l2795ly), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.